Manufacturer narrative:
Unit was received with missing segment due to cracked zebra connector at lcd board. Unit had unresponsive buttons due to corroded keypad traces. Unable to verify unexpected restart alarm due to button unresponsive. Unit had minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip. Pt note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, display anomaly, and keypad anomaly. The blood glucose at the time of the incident was 152 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.